Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID (B)(4): product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a physician and manufacturer representative (rep). It was reported that the patient¿s family might have turned the device off with the programmer and forgot how to turn it on, but cause was still undetermined. The physician stated there had been no contact from the patient, but the patient would be visiting the outpatient department the day after this report. It was unknown if the issue was resolved, but no further issues had been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. It was reported the ins turned off multiple times, and there was an issue with the patient's usage. It was noted the ins was turned off to undergo an unrelated eye treatment recently. The physician suspected the patient accidentally made a mistake when turning on the ins with the programmer. The issue was under observation, but no actions had been taken. The issue was not resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.